Event description:
The subject device was used for a left hemi colectomy. At start of the procedure, the device was not cutting the tissue. The procedure was completed with another device. There was no pt injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. This will be supplemented if device evaluation becomes available.